Event description:
It was reported that the rubber stopper at the hub of the t-connector of an interlink system non-dehp t-connector extension set was dislodged which caused a blood leak under the non-baxter dressing and the intravenous (IV) site. The blood leak was approximately 50cc. This was observed during patient sedation for magnetic resonance imaging (MRI), after the MRI contrast was injected. The event was further described as a broken set at the t-connector. There was no report of patient injury; however, the patient was given additional fluids (no transfusion) to compensate for volume loss. No additional information is available.

Manufacturer narrative:
The patient is pediatric. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed the interlink septum had the slit within specification; however, the septum was above the swage ring of the device. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.